Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil migration-embedded in left side of uterus.') And ectopic pregnancy ('ecotopic pregnancy-yes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroid tumor in uterus"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the embedded device, ectopic pregnancy and uterine leiomyoma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy, embedded device and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("coil migration-embedded in left side of uterus.") And ectopic pregnancy ("ectopic pregnancy-yes") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required), ectopic pregnancy (seriousness criteria medically important and intervention required) and partial expulsion of device ("coil migration-embedded in left side of uterus.") And was found to have uterine leiomyoma ("fibroid tumor in uterus"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered device expulsion, ectopic pregnancy, embedded device and uterine leiomyoma to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.